Event description:
The company representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope exhibited noise in the image and image occasionally flickered. The issue was found during an unknown procedure. The procedure was completed. The device was inspected before use. There were no reports of patient harm. The device was returned to olympus. An inspection and testing of the returned device revealed, image noise occurred and image could not be displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and customer allegation was confirmed. Due to damage on the charged cable device unit and damage on the circuit board of the video plug section, image noise occurred and an image could not be displayed. There were few additional findings. Scratches were found on the following parts: video connector, control unit, grip, up/down plate, right/left plate, the switch button 1, right/left lever, light guide connector, light guide cover glass, video connector case, and the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issues was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.